Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Both the expiratory and inspiratory limbs of the circuit were received. A visual exam was performed and no defects were observed. The complete circuit was tested to iso standard 5367:2004, annex "e" , which states that at a rate of 60 +- cmh2o, the leak test shall not exceed 70 ml/min for an adult circuit. The leak value for this circuit measured 10.0 ml/min. This value is well below the acceptable maximum value. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies. The device functioned as intended.

Event description:
Customer complaint alleges "there is leaking at 4 points around iso guard drainage cups." Alleged issue reported as detected during pre-testing prior to use. No report of patient harm or delay in treatment.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. A device history record review shows that the device was assembled and inspected according to our specifications. No corrective action can be established at this time. The physical device sample is necessary to perform a proper investigation to confirm the alleged defect reported, determine a root cause, and corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this report will be updated accordingly.

Event description:
Customer complaint alleges "there is leaking at 4 points around iso guard drainage cups." Alleged issue reported as detected during pre-testing prior to use. No report of patient harm or delay in treatment.